Event description:
In 2008, the pt reported experiencing elevated blood glucose since beginning use of her current infusion sets 4 weeks ago. She stated that her blood glucose elevated to over 500 mg/dl 4 times during that time period. On the first occasion she bolused throughout the day, and then "bottomed out" at 52 mg/dl at bedtime. She stated that sometimes the cannulas of the infusion sets are bent when they are removed, and a "couple" of times the infusion sites have been pulled out in her sleep. She was sent infusion sets with a longer cannula length. Upon follow up the following month, the pt stated that she did not notice a difference while using the longer cannula. She believes elevated blood glucose was caused by a new medication she was taking. Her blood glucose returned to normal since she stopped taking the medication. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.